Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a (B)(6) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The st aia-pack testosterone analyte summary, under page 8 states the following: evaluation of results, quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to operator not allowing qc material or aab material to properly come to room temp prior to running.

Event description:
On (B)(6) 2018, tosoh became aware that during an american association of bioanalysts (aab) proficiency testing performance with survey samples, the customer failed the testosterone analyte on event #1 for specimen #1 on the aia-360 instrument. The customer reported that quality controls (qc) level 2 and 3 were within acceptable range; level 1 had high values. The customer reported that this tend to occur when the first level of the cliniqa qc run in the morning will be out of range, then when the exact same sample cup of qc material is re-run, the qc result comes within range. This occurs not only on level 1 qc material, but whatever qc cup is run first. On (B)(6) 2018, the patient was run after qc: (B)(6). The customer recalibrated today, (B)(6) 2018, with the same pack lot# and with new calibration lot #. The testosterone calibration had good precision with six calibrator cups. Technical support specialist (tss) noticed that when the same qc cups is re-ran the second time after sitting in room temperature for 30 minutes, the qc result is normal. Tss then advised the customer to verify the qc material is always brought to room temperature prior to running. Later on the same day, the customer called back to report that the testosterone samples are now all within range: repeated result expect result range- (B)(6).